Event description:
It was reported that a user experienced persistent high glucose after a recent switch to inset infusion sets and was inserting the cannula incorrectly, with insulin delivery resuming after the agent provided education and guided a full supply change. Symptoms included hyperglycemia with a peak of 370 mg/dl. Outcomes included serious injury and the need for medication intervention. Investigation included communication with the user and analysis of the user-provided information. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.